Event description:
Report rec'd of underdelivery. The customer stated that the device underdelivered while using a syringe to deliver an unspecified medication. No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.